Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they stated that their implant was removed on (B)(6) 2024. When asked if the issue had been resolved they stated that they had an MRI, new stimulator implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A friend/family member reported that the patient had an appointment scheduled for july 25th with a different neurosurgeon to discuss the potential of having the neuro stimulator removed as it was causing more problems than it is solving. Caller states at least a year or two ago the issue started and has progressively gotten worse over the last year to two years. Patient service specialist sent email to reps for visibility. The patient was redirected to their healthcare provider to further address the issue. The caller reported that around (B)(6) in 2020 a manufacturer representative (rep) met with the patient to do some adjustments, exact name and date unknown.  No device issues reported. Additional information was received from the patient clarifying the report of the ins causing more problems than it was solving to mean it was no longer providing relief. The event was first noticed in january 2024. It was reported that the battery kept giving error codes. They called the manufacturer but didn¿t get help. ¿don¿t worry about it¿ still have to charge the battery. No diagnostics/additional troubleshooting was performed to investigate the issue. The surgery is to be scheduled. The patient referred to their doctor for the cause of the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp reported that they have not seen the patient since on (B)(6) 2018.